Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and a communication failure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and a communication failure. There was no patient harm. During inspection, our field service engineer confirmed the reported technical error codes. He recommended that the control printed circuit board (pcb) should be replaced according to the recommendations in the service manual. The suspected control pcb was reported to have been returned but has not been received by the manufacturer for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and stop of ventilation on the date of event. After the event, during startup, there is a single breathing software error that may indicate an incipiently bad flash memory on the control pcb. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding codes. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue could be confirmed in received device logs. As no part was received for investigation, the root cause couldn't be determined.

Event description:
Manufacturer ref.#: (B)(4).